Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red skin irritation on his back underneath the therapy electrodes. It's noted that the patient saw his physician and is "under the medicaments." Patient visited the pharmacy and received a moisturizing and calming cream to use on the rash. During a follow-up, it was reported that the patient's irritation improved and no longer had any redness underneath the therapy electrodes.